Event description:
It was reported that the lead impedance measurements were high and a revision surgery had been scheduled. The healthcare provider confirmed that the patient experienced a lack of effect. The patient's device was reprogrammed with continued impedance issues. The lead and neurostimulator were replaced. The results were great effect and resolved the patient's symptoms. No surgical complications were reported.